Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had a no delivery alarm on their insulin pump. Customer stated, there was also a black circle on top of their insulin pump's screen. The customer's blood glucose was 205 mg/dl. The customer was unable to troubleshoot at the time of the call. Customer stated they cut off their thumb three days prior. No additional information provided.